Event description:
It was reported that the patient presented in clinic. A device interrogation showed that their right ventricular (rv) lead exhibited high pacing impedance correlated with increased capture threshold and noncapture. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.